Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer stated the button error occurred on an insulin pump that was in the process of being replaced and could not confirm the serial number. The customer was requesting assistance in retrieving settings. Nothing further was reported.